Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon stated that the reference marking on the product packaging is unclear. The eea 28 was mated with eea25 handle and inserted into the pt cavity, the device was fired at which time the doctor noticed the anastomosis was not good. The procedure was switched to open and the eea25 and eea25 handle were mated and the doctor was able to continue the case with our any pt harm reported. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).